Event description:
Boston scientific received information that during the implant procedure this pacemaker and the right ventricular (rv) lead displayed pacing lead impedance greater than 2000 ohms with noise. The lead was taken out of the header and tested with a pacing system analyzer (psa), which yielded normal impedance measurements. When the physician checked and reconnected the lead to the header, noise and high out of range pacing impedance measurements were seen again. Ultimately the lead was reconnected again with no noise and in range impedance measurements. A resolved connection issue was suspected as the cause. The device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.